Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated eelctrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and , and the reported problem was confirmed using the system error logs with error c-34. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-34 upon startup, and the erbe log showed error c-00. The erbe unit will be sent to the original equipment manufacturer for further analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34 and m-11. The c-34 error indicates a lower voltage than expected during energy activation and m-11 indicates a cpu and sensors module internal time out.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that error c-34 appeared once the energy instrument was activated. The site replaced the energy cable and instrument, but that did not resolve the issue. The intuitive tech support engineer (tse) recommended using a 3rd party energy device to complete the procedure, which was performed. There were no reports of patient injury.